Manufacturer narrative:
The manufacturer did not yet receive the specific device for review. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and / or the device be returned for evaluation and an investigation result the available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the "handpiece broke" during the surgery.